Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm due to air bubbles with infusion set and reservoir. It was reported that the customer had high blood glucose levels. It was reported that the customer's blood glucose level was 6.7 mmol/l. It was reported that he did not eat lunch and his blood glucose level was 10.7 mmol/l. The customer took 6 units of insulin and thought it would have taken it down to 4.7 , he just checked the blood glucose level was 9 mmol/l/. Troubleshooting was performed. It was reported that the no delivery issue was resolved after the complete set change. Product is not expected to return. Additional device related incident: infusion set ((B)(4)).